Manufacturer narrative:
The device was not returned to olympus for evaluation. After cleaning the connection of the device, there were no longer any errors. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had a b30 scope communication error. During troubleshooting it was recommended that they clean the connectors on the scope. Once done they stated that the device was no longer receiving the error. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event, however, it has not been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error event could not be identified. However, it¿s likely the cause is related to foreign material such as lint. Olympus will continue to monitor field performance for this device.